Event description:
The account alleged fluid ingress on the power control board. No pt impact.

Manufacturer narrative:
Technician gave the account the part number for the power control board. No further info is available on the repair of the bed at this time.